Event description:
A nurse reported that a surgeon was performing a surgery to remove silicone oil when the unit stopped working and displayed a system message. Following a system exchange, the procedure was able to be completed with no harm to the patient.

Manufacturer narrative:
A company representative examined the system and cleaned the contacts inside the pneumatics module. The system was then tested and found to meet product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).